Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05621. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh erosion. (B)(4) ¿ urinary/bowel problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 concurrently with cervical hysterectomy due to mesh complications.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat vaginal vault and uterine prolapse, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic supracervical hysterectomy with bilateral salpingectomy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05621. The same patient is represented in each medwatch.